Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-33610- device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion sets cannula kinked events on (B)(6) 2024. The events occurred 3 or more hours after insertion. The insertion site was abdomen. The infusion set was in use for 4-5 hours. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend sligh. No further information available.